Event description:
The customer reported that the family member in the room alleged that the units alarm lights were flashing but the unit failed to audibly alarm. The unit did not fail to cycle and there was no harm to patient.

Manufacturer narrative:
See scanned page.